Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. System check was being performed with tandem technical support, however, the customer declined to complete the check. Customer's blood glucose was 200-236mg/dl at the time of event.